Event description:
Ref MDR # 1219856-2015-00047 for the first event involving the same pt. It was reported that the event involved a (B)(6) female pt, (B)(6) while in the operating room during use. The md inserted the second iab-05840-lws and the same result occurred. The intra-aortic balloon pump (autocat2wave) alarmed 'helium leak.' As a result the iab was removed, which caused harm to the pt. The pt was treated with ECMO (extracorporeal membrane oxygenation). There was no report of pt death. The pt outcome is unk. It was stated they always check the placement of the iab; no blind insertion and checked relation of pt to iab. It was noted that the iabp's used were autocat2wave serial number (B)(4).

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.